Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that around midnight, the nurse "pushed bolus on pca cord and device malfunctioned." It was reported that the patient had an increase in intracranial pressure (icp) "up to 20 for a period of 4 to 5 minutes" as a result of the event as the patient "is very sensitive to sedation lightening." It was reported that the clinicians had to increase the sedation to get the icp back down from 20. It was reported that the patient is currently stable. This was reported to bd associate during their site visit. The event occurred in the pediatric intensive care unit. Although requested, the additional information was not provided.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number#(B)(6) as per investigation report. Correction : medical device type, medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, returned to manufacturer on, PMA / 510(k)#, device manufacture date omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that around midnight, the nurse "pushed bolus on pca cord and device malfunctioned." It was reported that the patient had an increase in intracranial pressure (icp) "up to 20 for a period of 4 to 5 minutes" as a result of the event as the patient "is very sensitive to sedation lightening." It was reported that the clinicians had to increase the sedation to get the icp back down from 20. It was reported that the patient is currently stable. This was reported to bd associate during their site visit. The event occurred in the pediatric intensive care unit. Although requested, the additional information was not provided.